Event description:
I got a double smith & nephew hip implant, metal on metal in (B)(6) 2008. I have had nothing but trouble from the get go. Severe pain, weakness, loose hip, it has been awful. Also suffer from high cobalt blood levels 8.1 - up from 5.0 a few years back. I suffer from many problems associated with cobalt poisoning. Cloudy headedness, non lucid, forgetful, quick to anger, depression, tremors, cardiomyopathy, hypothyroidism.